Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had a commanded shock that revealed that this code 1005 indicative of an open circuit condition during shock delivery. A gradual increase in shock impedance had been previously noticed, calcification was suspected. Technical services (ts) was consulted, reviewed reasons for the exhibited code and recommended lead replacement. This crt-d system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had a commanded shock that revealed that this code 1005 indicative of an open circuit condition during shock delivery. A gradual increase in shock impedance had been previously noticed, calcification was suspected. Technical services (ts) was consulted, reviewed reasons for the exhibited code and recommended lead replacement. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information was received and this crt-d and right ventricular (rv) lead were explanted and replaced. The product has not returned for analysis. No additional adverse patient effects were reported.